Event description:
It was reported that pump displayed data error alert and some personal profiles or settings were erased after pump shipment. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with re-entering settings, confirmed that displayed settings matched what was desired, informed caller that some history logs may have been erased but therapy was unaffected, and customer continued using pump for insulin therapy.